Manufacturer narrative:
Evaluation summary: the dislodged stent was returned without the delivery system. There was slight pinching evident across 5 of the wire wraps. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an resolute onyx rx drug eluting stent to treat a severely calcified mid rca lesion with no vessel tortuosity. It was reported that there was no damage noted to the device packaging and no issues were noted when attempting to remove the device from the hoop/tray. No issues or difficulties noted when removing the protective sheath. The device was inspected with no issues noted. The stent inspected post removal of the protective sheath with no issues noted. Negative prep was not performed. The lesion was not pre-dilated. During the procedure it was reported that the device did not pass through a previously deployed stent. Resistance was encountered during delivery. Due to heavy calcification, the device failed to cross the target lesion and when attempting to pull back the device the stent dislodged. The stent was removed from the patient with use of a snare. The physician used a non-mdt stent afterwards without issue. It was reported that the inflation device remained on neutral pressure during delivery of the device. The physician commented that in his opinion, the problem was more or less lesion related due to calcification and does not think it was a device issue. Patient reported to be ok. Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.